Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain located at the ipg site. In turn, surgical intervention may take place at a later date.

Event description:
Additional information received indicated that surgical intervention was undertaken on 18 april 2019 wherein the entire scs system was explanted resolving the issue.